Event description:
Pt was revised due to hip pain. Intraoperatively found poly wear on the liner and slight osteolysis around stem.

Manufacturer narrative:
The investigation has been reopened due to receiving the product. Depuy will notify the FDA when the investigation is complete.